Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37761, serial# (B)(4); product type recharger product ID 3550-29, lot# n293627, implanted: 2011 (B)(6); product type accessory product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 355031, lot# n268016, implanted: 2011 (B)(6); product type screening device product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an implantable neurostimulator (ins) overdischarge suspected. The implantable neurostimulator recharger (insr) was not charging. A communication problem was reported. Health issues were the primary reason for the overdischarge. The last time any stimulation was felt was 6 months prior to the report and the last successful recharging session was 6 months prior. The patient had to keep stimulation off for a long time because she had a lot of surgeries and was trying to turn it back on and was having a hard time. The patient had it plugged it. It had been a long time when the patient last charged her ins because she had two hip surgeries, seizures and rehab. The patient had the green light on the desktop charger and the pin was not loose or bent. The insr wasn¿t charging. The patient wasn¿t sure stimulation would work since she had two hip replacements. It was later reported that the insr was not working. The patient received a new insr and was ¿getting the same stuff.¿ the patient saw the recharger charging session screen, and it was noted that this was a normal screen and is expected that the patient saw this when the insr was plugged in the wall. The patient understood and it was determined that the insr was charging as intended. The patient pushed the green button and got the reposition antenna screen. The patient noted it was unplugged for so long due to her having surgeries. She had not charged for 6 months. The patient had an appointment with the healthcare provider (hcp) in a month or two. The patient never had therapeutic effect. The device was implanted for pain in her knee and the day of the report it was noted that the therapy never helped with the pain in her knee, not a lot. The patient had to have a second surgery on her knee. Patient noted they tried reprogramming/adjusting therapy but it did not help her knee pain. The patient asked if she could leave the system in her body. The desktop charger was not charging the insr, and the anomaly appeared to have occurred through product use. No indication of patient harm. Upon device return it was found through analysis that the ac adaptor connection was ok and voltages were ok, c100. Information has been requested regarding if the patient still had concerns with their device or therapy and patient outcome which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the device was likely in overdischarge, the implantable neurostimulator (ins) was not working. The patient hadn¿t charged in a year due to hip surgery, and didn¿t anticipate that the patient would use the ins in the future. The healthcare provider (hcp) was aware of that fact. The hcp did not mention any device issues but it appeared it was simply not a priority with her other health related issues. The patient was going to be having an MRI scan of the head/brain, not related to the ins.